Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that there was an increase in oversensing, a possible setscrew issue and it appeared that fluid was leaking into the header. The device was removed from the pocket and replaced with a new one. No patient complications have been reported as a result of this event.